Event description:
Invalid result(s). Invalid result. The user reported that their cassette did not produce a control (ctl) line. Purchased from cvs.

Manufacturer narrative:
Case outcome: batch records for final product manufacture and qc record for cfl4090004 were reviewed and no abnormal issue were found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from (B)(6) met the qc criteria. The complaint issue was not found from the retained cassettes. The complaint is not verified.

Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.

Event description:
Invalid result(s). Invalid result. The user reported that their cassette did not produce a control (ctl) line. Purchased from cvs.